Event description:
It was reported when the device was used during an open anterior resection procedure, it fired an incomplete staple line. The staple line was oversewn using sutures. Consequently the or time was extended by approximately 1.5 to 2.0 hours. There were no other reported pt consequences.